Event description:
On (B)(6) 2013, a reporter for the lay user/ patient contacted lifescan (lfs) (B)(4) alleging the patient¿s onetouch ultraeasy meter read inaccurately high compared to another device. The customer care advocate (cca) spoke with the patient to obtain and verify information; however, the patient did not want to answer follow up questions. The complaint was classified based on the customer care advocate (cca) documentation during the initial call. It is not specified when the alleged issue began. The patient obtained blood glucose results of ¿4.1 mmol/l¿ with the subject meter and ¿1.4 mmol/l¿ on another meter, performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 30% and/or <= 1.7 mmol/l. It is not known how the patient manages her diabetes or if changes were made to her usual management routine. The reporter claimed the patient was ¿acting like she was having a hypo.¿ specific symptoms were not provided. Treatment was not specified. At the time of troubleshooting, the cca noted the subject meter was set to the correct unit of measurement and an approved sample site was used for testing. The patient did not have control solution to perform quality control testing. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly may have developed symptoms and obtained a blood glucose result with another device suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.